Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the pacemaker and the atrial lead exhibited noise oversensing episodes. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.